Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy"), diverticulitis ("diverticulitis") and hepatitis ("fatty inflamed liver") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant) and hepatitis (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the hysterectomy, diverticulitis and hepatitis outcome was unknown. The reporter considered diverticulitis, hepatitis and hysterectomy to be related to essure. The reporter commented: patient had hyster (unspecified whether hysterectomy or hysterosalpingogram) almost year ago, she was falling apart. Concerning the injuries reported in this case, the following ones were reported via social media: diverticulitis, hepatitis since this hell. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysterectomy"), diverticulitis ("diverticulitis") and hepatitis ("fatty inflamed liver") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), diverticulitis (seriousness criterion medically significant) and hepatitis (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, diverticulitis and hepatitis outcome was unknown. The reporter considered diverticulitis, hepatitis and medical device removal to be related to essure. The reporter commented: patient had hyster (unspecified whether hysterectomy or hysterosalpingogram) almost year ago, she was falling apart. Concerning the injuries reported in this case, the following ones were reported via social media: diverticulitis, hepatitis since this hell. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.